Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2021. During preparation, it was observed that the bands were not loaded properly and they were tangled up over each other. The device was not used on the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: photos of the complaint device were provided by the complainant and shows the ligator head with all bands attached. The bands were moved out from their position and some were caught under other bands. ***additional information received on 15apr2021*** it was reported that the intended anatomical location of the procedure was the esophagus.

Manufacturer narrative:
Block h6: problem code a050501 captures the reportable event of bands failure to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem), block d7 (sud reprocessed and reused) and block h8 (usage of device).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2021. During preparation, it was observed that the bands were not loaded properly and they were tangled up over each other. The device was not used on the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Photos of the complaint device were provided by the complainant and shows the ligator head with all bands attached. The bands were moved out from their position and some were caught under other bands.